Manufacturer narrative:
A1 patient identifier: (B)(6). D4 model number, lot number, expiration date, UDI: updated.

Event description:
Respond edge study it was reported that the patient developed left bundle branch block(lbbb) and 1st degree atrial ventricle (av) block. Procedure summary: prior to index procedure, heparin or other anticoagulant was given. The subject was not taking any antiplatelet medications at the time of index procedure. The subject received a loading dose of 300 mg clopidogrel. A lotus introducer sheath was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve into the proper anatomical location event summary: on the same day as the index procedure, post valve deployment, the subject developed left bundle branch block. 1 day post index procedure, the subject developed 1st degree av block. No action was taken to treat the events. At the time of reporting the 1st degree av block was considered not recovered and the lbbb was considered recovering. Patient was discharged to another hospital the day after the procedure.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that the patient developed left bundle branch block(lbbb) and 1st degree atrial ventricle (av) block. Procedure summary: prior to index procedure, heparin or other anticoagulant was given. The subject was not taking any antiplatelet medications at the time of index procedure. The subject received a loading dose of 300 mg clopidogrel. A lotus introducer sheath was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve into the proper anatomical location event summary: on the same day as the index procedure, post valve deployment, the subject developed left bundle branch block. 1 day post index procedure, the subject developed 1st degree av block. No action was taken to treat the events. At the time of reporting the 1st degree av block was considered not recovered and the lbbb was considered recovering. Patient was discharged to another hospital the day after the procedure.